Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One imp,tsv,3.7,10,mtx,mg (tsvtb10) was returned for investigation. Visual inspection of the returned product identified wear and debris about the implant threads, and the drive feature is minimally worn. The reported stuck mount was not returned for inspection. Functional testing was performed for the returned product and it was determined the implant was able to assemble, retain, and disengage with a mating transfer mount. The customer has not provided additional pictures or x-ray images of the product. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the tsvtb10 dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/ CAPA/hhe/d/ie/ product holds for the reported product. Complainant reported that the implant mount (driver) stuck -- had to oversize. The reported event could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unknown zd implant mount (driver) was unable to be released from the implant after placement. A different implant was used to compete the procedure.